Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient has suffered injuries and damages necessitating continued medical treatment for the foreseeable future. No further information has been provided.